Event description:
Same case as 6000093-2006-02313 and 6000093-2006-02315. It was reported that 98 days after a coronary artery drug eluting stenting treatment procedure stent thombosis occurred. Prior to the index procedure, multiple progressive lesions were identified in the saphenous vein graft (svg) and the circumflex (cx). The svg was 3.5mm in diameter, mildly calcified and 99% stenosed. The cx was 4.0mm in diameter, mildly calcified and 99% stenosed. During the index procedure the vessels were pre-dilated with an unspecified balloon and three overlapping stents were placed in the svg and cx, which included a taxus express2 3.50x28mm drug eluting stent (des), a magic wallstent 4.00x24mm bare metal stent (bms) and a liberte 3.50x20mm bms. All three stents were post-dilated with an unspecified 3.50x30mm balloon. The results were good and there were no reported complications during the procedure. Prior to the procedure the patient had been administered plavix, solumedrol, angiomax and integrilin; during the procedure the patient received angiomax, integrilin, verpamil and nipride; post-procedure the patient received plavix, aspirin, crestor, elavil, lopressor, monopril and nitroglycerin. Plavix and aspirin were to be concomitantly and then indefinitely. Approximately 93 days later the patient discontinuted plavix and aspirin use in preparation for an upcoming colonoscopy. Five days later the patient presented with increasing angina, shortness of breath and dyspnea upon exertion. Thrombosis was diagnosed in the svg and cx. An attempt was made to re-stent the affected vessels with unspecified stents but was not successful, therefore mechanical thrombectomy was utilized. There were no further report complications.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.